Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. The date of event is estimated.

Event description:
It was reported the patients ipg stopped functioning approximately 6 months ago. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.